Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: due to the age of the device, internal transformer components deteriorated and failed due to repeated use for a long period of time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty transformer.

Event description:
A user facility reported to olympus that upon beginning a procedure, the olympus clv-190 would not power on. There was no patient injury or harm, associated with the problem, reported to olympus.